Event description:
It was reported that the patient underwent a gastric cancer operation on (B)(6) 2011 and suture was used to sew the muscle fascia layer with an interrupted stitch. About two weeks later, the sutures were removed. The night of (B)(6) 2012, the wound broke open along surgical suture line and the intestines came out. The patient underwent a second procedure and remained in the hospital for observation. Currently, the patient is getting better.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.